Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 5 message. The complaint was classified based on additional information gained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the error message first appeared at 1:30pm on (B)(6) 2015. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged error message. ¿15 minutes¿ after the product issue began the patient stated that they experienced symptoms of ¿weak, shaky and hungry¿, which the patient associated with low blood glucose levels. The cca noted that as a result of these symptoms the patient ate additional food and/or drink and then, subsequent to this, administered 12 units of humalog insulin after measuring their blood glucose on another, unknown meter, and obtaining a result of ¿625mg/dl¿. At the time of troubleshooting the cca walked the patient through a retest and the patient was able to obtain a reading. The alleged error message was not reproduced. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because, the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s test strips have been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (05/16/2015). The patient¿s meter has been returned on (B)(4) 2015 and evaluated by lifescan product analysis on (B)(4) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.